Event description:
Philips received a complaint from the customer biomed reporting the touchscreen display intermittently freezes and the v60 ventilator will not turn off until all power is removed. The device was not in clinical use. There was no report of patient/user harm. The issue of intermittent screen freeze and will not power off was previously reported, at which time the customer was advised to replace the touchscreen assembly. The issue persisted following the replacement. The investigation is ongoing.

Manufacturer narrative:
H10: the field service engineer (fse) provided in a good faith effort (gfe) response received on 12/29/2022 that they had not yet received the gas delivery system to ground cable, or the user interface printed circuit board assembly (ui pcba) yet due to an error on the purchase order (po) that was issued. Multiple follow up attempts were completed to confirm the customer received the parts, and the customer stated in a second gfe response on 01/17/2023 that the p.o. Had been revised but they were not sure if the parts had been received. No further information on the device repair was provided. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 12/29/2022, 01/10/2023 and 01/17/2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.